Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.